Event description:
It was reported that there was an over infusion of levophed (norepinephrine 16 mg/250ml in normal saline). The patient's blood pressure and heart rate were observed to be increasing and the medication was noted to be dripping faster than expected. The intended rate was titrating; at 10 mcg/min or 9.36 ml/hour at the time of incident. The pump module was swapped and the infusion restarted. There was patient involvement but the clinician confirmed no patient harm.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Additional information : imdrf annex a, c, d, g codes.

Event description:
It was reported that there was an over infusion of levophed (norepinephrine 16 mg/250ml in normal saline). The patient's blood pressure and heart rate were observed to be increasing and and the medication was noted to be dripping faster than expected. The intended rate was titrating; at 10 mcg/min or 9.36 ml/hour at the time of incident. The pump module was swapped and the infusion restarted. There was patient involvement but the clinician confirmed no patient harm.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer? Imdrf annex a, b, c, d, g codes, remedial action required, remedial action # and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that there was an over infusion of levophed (norepinephrine 16 mg/250ml in normal saline). The patient's blood pressure and heart rate were observed to be increasing and and the medication was noted to be dripping faster than expected. The intended rate was titrating; at 10 mcg/min or 9.36 ml/hour at the time of incident. The pump module was swapped and the infusion restarted. There was patient involvement but the clinician confirmed no patient harm.